Event description:
It was reported that at the implantation procedure, after the setscrew was torqued down it was noticed that the device was not pacing. Therefore, the device was not implanted.

Manufacturer narrative:
The analysis from the manufacturer is pending.